Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head keeps falling off the toothbrush in mouth - oral-b refills [device breakage]. Case narrative: consumer stated via phone that brush head keeps falling off the toothbrush in their mouth. No injury was reported.